Event description:
It was reported that during a prostate procedure, the ¿knob on the fiber was turning and the aiming beam was not able to aim correctly.¿ how case was completed not provided. There was "no injury to patient" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the control knob rotates freely; there is loss of adhesion. Probable root cause: based on the product analysis results, the probable root cause of the failure is: undetermined.